Manufacturer narrative:
The reported event of noise was confirmed, but reported events of high pacing impedance and lead fracture were not confirmed. As received, a complete lead was returned in two pieces. The reported event of noise was confirmed. Electrical testing found an internal short between conductor paths. Destructive analysis was performed and found an inner insulation abrasion 3.2 cm to 4.8 cm from the distal tip. The cause of noise was isolated to the inner insulation abrasion. Electrical testing and x-ray examination were normal. The lead impedance test was not performed due to condition of the lead, as received.

Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch and high pacing impedance. A chest x-ray was performed and revealed the ra lead was fractured. The ra lead was explanted and replaced. Patient was stable.